Manufacturer narrative:
Based on available data, the reported issue could not be confirmed. Analysis of provided files revealed that no system freezes or crashes occurred in 2023. Since neither an event date nor details of the interrogated devices or the activities when the issue occurred were provided, no root cause can be determined. Based on available data, no evidence of an anomaly could be found on the subjected smarttouch tablet. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the smarttouch stopped to work (screen froze) at two follow-ups during performing tests (not specified) with two different devices.

Event description:
Reportedly, the smarttouch stopped to work (screen froze) at two follow-ups during performing tests (not specified) with two different devices.